Event description:
Consumer alleges that his chair will be riding along and then come to a sudden stop. One incident, the chair allegedly took a sudden left and fell into a ditch. This has been going on since (B)(6) 2009. Consumer is going back to the va to talk to them again. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp serial number/date code unknown is of unknown age. The user manual part number 1114819 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.